Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Seven days after the onset, the patient was hospitalized for the event. The patient was treated with magnova (1 gram, route, frequency and duration were not reported) and meropenem (1 gram, 500 (unit not reported) each bag, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.